Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower had a black screen. The user rebooted the machine, unplugged and plugged it back but issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from other sources, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was stuck on blank screen. The field service engineer (fse)pressed the power button, and the device booted up successfully. The system functioned as intended after the field service engineer (fse) resolved the issue.